Event description:
It was reported that alaris syringe pump module had accuracy issues. From the customer's testing results, the following accuracy issues were discovered: d10 bag/IV tubing, it infused 9ml/10 10ml syringe infused 9.6ml/10ml 3ml syringe infused 2.7ml/3ml 1ml syringe infused 0.6ml/1ml. There was no patient involvement. After customer follow up, it was noted that the customer stated, "the only way I could answer if the nicu was having a problem was to perform a test of our own. I performed this twice and received the same results. I am admittingly not an alaris or medical maintenance expert. I reported my findings to my leadership who requested it."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date of event: additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an accuracy issues was not determined because no products or device logs were returned.

Event description:
It was reported that alaris syringe pump module had accuracy issues. From the customer's testing results, the following accuracy issues were discovered: d10 bag/IV tubing, it infused 9ml/10. 10ml syringe infused 9.6ml/10ml. 3ml syringe infused 2.7ml/3ml. 1ml syringe infused 0.6ml/1ml. There was no patient involvement. After customer follow up, it was noted that the customer stated, "the only way I could answer if the nicu was having a problem was to perform a test of our own. I performed this twice and received the same results. I am admittingly not an alaris or medical maintenance expert. I reported my findings to my leadership who requested it."